Event description:
Procedure type: lap chole. According to the reporter: a screw fell off the device after it was inserted into the pt's abdomen. The screw was retrieved by the surgeon from the pt's port site. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.